Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the failure was defective response button switches. Additionally, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the defective switch could not be positively identified. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons were not working.